Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by the purchase department that during inspection it was found that the device is broken. There was no harm for patient, operator or third party. No further information received. (B)(6) 2025 (B)(6): further information was received, resulting in the following event description: it was reported during a surgery that the device is broken. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with an another device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-12990, knee scorpion, with batch number 83609 was received for investigation and the evaluation revealed that the fixed jaw is broken off (see evaluation pictures 1 + 3). Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to use error of the device due to prying/leveraging the device during use.